Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen had become noisy. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction image snowflakes and a noisy screen was due to a defective ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had snowflakes in the image. The issue was found during reprocessing. There were no reports of patient involvement.